Manufacturer narrative:
H3 other text : the device was evaluated by customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the battery capacity is low. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, after replacing the battery, the device was back to normal use. Based on the information available and the testing conducted, the cause of the reported problem was defective battery. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.